Event description:
Additional information from the manufacturer representative reported that the ins was repositioned in the pocket. The rep stated that the ins "will see perpendicular and had encapsulated as such." The rep indicated that this was the cause of the patient's reported discomfort. The patient's healthcare provider believed that the issues was relieved as possible after the revision. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v014911, implanted: (B)(6) 2007, product type: lead. Product ID: 3889-28, lot#: v014911, implanted: (B)(6) 2007, product type: lead. A good faith effort will be m,ade to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) received information regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who was not getting adequate symptom relief. The patient had surgical intervention although the type of intervention or the outcome is unknown. Impedance check and battery longevity check conducted in pre-op came back within normal range and greater than 90% capacity respectively. No device malfunctions were reported or apparent. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.